Event description:
It was reported that the patient was refilled on 2014-(B)(6), but the wrong concentration was ordered. The healthcare provider (hcp) made adjustments for a 2 week refill, and the reporter believed the next refill was 2014-(B)(6). Due to the wrong drug amount ordered, the hcp adjusted the settings to refill in 2 weeks, rather than the typical 3 to 4 months. The pump system was being used to infuse morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).